Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there is a failure with the dvi1 channel. Olympus will continue to monitor field performance for this device.

Event description:
The reported malfunction was found during inspection for use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no output under the digital visual interface due a defective printed circuit board, the screen was slightly scratched and had black dots and facula on the screen, the screen blacked out automatically due to defective printed circuit board, there was a fan error due to malfunction of the print circuit board, and there was dust accumulation inside of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high definition lcd monitor had a fan error. The issue was found during an unknown procedure. Inspection and testing of the returned device revealed that the fan error resulted in a loss of image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.